Manufacturer narrative:
If explanted; give date: unknown/not provided. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. Device evaluation: product testing could not be performed since no product was returned for evaluation. However, a photo provided was evaluated. The photo shows a lens implanted into the patient¿s eye, and a large threadlike foreign object white can be observed on the lens. The reported issue of debris/particle on lens was verified. However, it is not possible to determine if the reported lint at the back of the lens is related to the manufacturing process. Based in the analysis there is no indication of a product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no additional complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, a foreign material such as lint was found at the back of the zcb00v intraocular lens when it was implanted on patient's eye. Per account, customer was claiming that a foreign material is caused by manufacturer since it was attached at the back of the lens. The foreign materials were picked up and discarded. It was noted that there was no patient injury and customer was requesting for investigation result letter. No additional information provided.